Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 8/14/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate plus profile 325cc saline prosthesis, catalog: 3502325, serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation with a mentor smooth round moderate plus profile 325cc saline prosthesis woke up with deflation on the right breast prosthesis post procedure. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
On 9/14/2018, mentor received additional information: is other serious: uncheck. Is required intervention: check. Explantation date: (B)(6) 2018. Method codes: 4114. The breast prosthesis was explanted from the patient on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/5/2018, the mentor failure analysis lab received the device for evaluation. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 3.5 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) of lot number 6628220 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).